Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex braid and marksman catheter were returned for analysis within a shipping box; and within plastic bio-pouches. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be determined. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent ro kink was found with catheter body. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex and marksman catheter could not be confirmed to have resistance as no defect was found with marksman catheter. In addition, the pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be determined. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, a large unruptured saccular aneurysm with a maximum diameter of 21mm and a neck diameter of 9.2mm was present in the upper segment of the clinoid artery of the left internal carotid artery. There was difficulty in positioning the marksman microcatheter due to a spring coil herniated from the aneurysm neck. After the marksman was in place at m2, the surgeon selected the ped-400-30 stent for delivery. When the stent was deployed in the m1 segment, it opened normally. However, when it was pulled to the internal carotid artery to deploy the stent, it was found that the stent could not be pushed out. After trying for more than ten minutes without success, the stent was withdrawn from the body for inspection. It was found that there was an accordion phenomenon at the distal end of the microcatheter and the stent could not be retrieved. There was no damage to the pipeline pushwire. The access vessel was the femoral artery with a diameter of 5mm, and the vessel tortuosity was minimal. Dual antiplatelet treatment was administered, and normal perfusion was observed post-procedure. The operation was completed by replacing the microcatheter and stent. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Additional information received that there were more than ten coils filled and there were three brands: medtronic, microport, and taijie. The cause of the event was determined, the marksman had a distal accordion. Additional information received reported that it was unknown whether the coil that herniated into the neck/vessel was or was not a medtronic coil.